Event description:
It was reported the patient's generator was removed and replaced due to battery depletion. The battery depletion was indicated as non-normal battery depletion. No patient symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.